Event description:
A literature article reported post-embolization syndrome, acute tubular necrosis, prostatitis, and urinary tract infection post embolization use. No device malfunction identified.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Non-conformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.